Event description:
Migration of the 4.5x22mm stent, no distal tip delivery wire (enc452200/10131777) during and after (until 2 weeks after) the procedure from posterior cerebral artery into the basilar artery. Cfr supra. The doctor left the stent in place after the movement of the stent.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per lake region report (B)(4) ¿ lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10131777. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Cc updated with film review results. It was reported that six months post index procedure during control angiogram it was noted that the enterprise vrd (enc452200/10131777) that was implanted after coiling to jail a protruding noncodman had migrated proximally. It no longer covered the neck of the aneurysm; however, it was reported that no additional intervention was required due to the migration. The index procedure was treatment of a ruptured 6.5mm basilar tip aneurysm with a 3.5mm neck. The proximal vessel diameter was 2.5mm with a distal diameter of 1.5mm which is less than the recommended vessel diameter of 2.0-4.0 as outlined in the instructions for use. After deployment the stent extended 5mm beyond the proximal and distal aneurysm neck with full expansion and good wall apposition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10131777. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Received images were subsequently reviewed by an independent interventional neuroradiologist. It was reported that the images were calibrated for measurements. Such measurements were taken using digital jacket software, and the images representing such measurements were saved as tif files in the appropriately labeled directory structure on the memory card that was provided. The case was reviewed with the following questions in mind: 1. Was the anatomy appropriate for device deployment, meeting label requirements? 2. Was the device placed appropriately, with appropriate distal and proximal parent vessel coverage? 3. Was there any manipulation done beyond standard practices? Removing vrd delivery catheter and wire or placing a microcatheter into the aneurysm crossing the vrd struts are considered standard practice. 4. Can the unexpected movement of the vrd by confirmed? 5. How much of the distal parent vessel coverage remained after migration? In this case according to the information the basilar tip aneurysm ruptured. The aneurysm had a gondola-shape and a moderately wide neck. The distal pa (right pca p1 segment) diameter is 1.66 mm; well below the manufacturer¿s recommendation. The proximal pa (basilar artery mid-third) diameter is 3.31 mm, within specification limits. The aneurysm is slightly irregular, elongated; dome leaning to the right. The neck involves mostly the origin of the right pca. On #17 the reviewer reports seeing two devices. One wire goes to the left pca; this is probably for a balloon. A microcatheter enters the aneurysm and leans to the right. On #18 the aneurysm is partially coiled, before detachment of #1 coil. The balloon markers are across the neck, the balloon is deflated. Further, progressive coiling is seen until #24 angiogram, where a few coil loops are seen somewhat protruding across the neck to the right pca. It is the reviewer¿s opinion the problem is not severe, and would probably leave the coil loops alone. The operator decided to deal with the coil protrusion by placing a vrd; per the reviewer, this option is also understandable and can¿t be argued. On #28 a microcatheter is placed in the right pca. On #29 gradual deployment of the vrd is seen. The vrd is fully deployed on #31, with the microcatheter passing through the vrd into rpca p2 segment. The final angiogram is nice, fully deployed stent, patent pa, completely obliterated aneurysm. The six month follow-up angiogram shows persistent complete obliteration of the aneurysm, raymond-1. The parent arteries are patent. The stent however moved proximally, right out of the pca and now the distal markers are seen in the distal basilar artery, almost in an ¿ice cream cone¿ relationship to the aneurysm neck, except that the ice cream cone protected embolization features the stent entering the aneurysm, while in this case the cone is formed in the distal basilar artery tip but not entering the aneurysm since the aneurysm is densely stuffed with coils. According to the calibrated measurements the stent moved over 6 mm, over ¿ of its length and basically watermelon-seeded out of the narrow distal artery into the larger basilar artery. The reviewer further summarizes that the enterprise vrd device was placed appropriately regarding the technique and the distal marker position. The device was however placed in a very small vessel, 1.66mm in this case. Initial parent vessel coverage proximally and distally was good. There was no manipulation with any of the devices that would exceed usual practice by a trained expert. The unexpected movement of the vrd was confirmed. The fact that the device was a ¿no distal tip¿ had no effect on the results. The device was placed accurately, deployment was not an issue. The reviewer reports the mechanism of watermelon seeding as the primary cause of device migration. Device manipulation by the operator was not an important factor. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm. Vessel size and taper are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that six months post index procedure during control angiogram it was noted that the enterprise vrd (enc452200/10131777) that was implanted after coiling to jail a protruding noncodman had migrated proximally. It no longer covered the neck of the aneurysm; however, it was reported that no additional intervention was required due to the migration. The index procedure was treatment of a ruptured 6.5mm basilar tip aneurysm with a 3.5mm neck. The proximal vessel diameter was 2.5mm with a distal diameter of 1.5mm which is less than the recommended vessel diameter of 2.0-4.0 as outlined in the instructions for use. After deployment the stent extended 5mm beyond the proximal and distal aneurysm neck with full expansion and good wall apposition. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10131777. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm. Vessel size and taper are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.